Event description:
A malfunction on the pump was reported by the distributor. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer service team provided information to reset the pump, assisted with the process, and confirmed that the malfunction code did not recur post-reset. The customer was advised to continue using the pump and to report any recurrence of the code.